Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was having continuous unexplained high blood glucose levels. Her blood glucose level went from over 400 to over 600 mg/dl after bolusing. The customer was feeling tired. The infusion set had a bent cannula. The customer treated her high blood glucose levels with water, a syringe, and the insulin pump. The device was not returned.